Manufacturer narrative:
A replacement faceplate was sent to the customer. Attempts to contact the customer for further information were unsuccessful. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016 the customer spoke with a medela customer service representative. She reported that the faceplate for her pump in style breast pump was broken, causing low suction, and that she had developed mastitis for which she took a 10 day round of antibiotics.